Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its overpouch. This occurred before patient connection. There was no patient involvement. Additional information was requested and is not available.